Event description:
Physician inflated the angiosculpt device numerous times in the upper arm for an arteriovenous (av) shunt. After removing the angiosculpt device, the physician noted that the bond to the distal end of the angiosculpt device was detached and not connected to the shaft.

Manufacturer narrative:
The angiosculpt device was returned for lab analysis. Visual examination confirmed the distal inner member of the balloon detached from the distal bond at the balloon tip seal bond. There is evidence of slight necking at the distal end of the inner member. No portion of the angiosculpt device separated from the catheter. It is probable that the device malfunction may have resulted from force exerted during removal of the device by the user.